Event description:
The user received questionable results for thyrotropin (tsh) and free thyroxine (ft4) on the cobas e601 module for one patient sample. The initial tsh result was 0.066 miu/l; the repeat result was 1.51 miu/l. The initial ft4 result was 2.0 pmol/l; the repeat result was 16.5 pmol/l. No adverse event has been alleged regarding this event. The reagent lot number for ft4 was 15936901. The reagent lot number for tsh was 15966801.

Manufacturer narrative:
Investigation of the data provided indicated an instrument pipetting issue due to the low humidity in the laboratory most likely caused the low results. The humidity in the laboratory was 10 to 15% at the time the event occurred. Specification for humidity should be 45 to 85% for cobas 6000 systems during operation. This conclusion is supported by the fact that an liquid level detection problem was also observed on another c501 system placed in the same lab. No reagent issue was identified. The erroneous results were not reported outside the laboratory.

Manufacturer narrative:
The event occurred in (B)(6).